Event description:
It was reported by repair work order that the customer alleged that the unit had a broken casting inside the load wheel horn. Upon inspection of the unit by the service technician, it was identified that the patient left load wheel casting was broken.

Manufacturer narrative:
Result: load wheel casting.